Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5.2 pocket d was failed and required maintenance. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer inspected the device and found liquid spilled on pocket a1 of main enhanced half-height drawer 5.2, causing an out-of-range error. They replaced the row board, reseated all cables, and confirmed successful operation through customer testing. The system functioned as intended after the field service engineer repaired the device.